Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that during place of the right l4 pedicle screw, the tip of the driver broke off into the screw head. The surgeon was able to remove the bone screw and replace with a new screw.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.